Manufacturer narrative:
Device history: a review of the device history record showed the device had a manufacture date of 27may2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause for the reported issue that the battery was depleted was not determined because no product or device logs were returned. The reported issue that the battery was depleted could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time, and no patient impact was reported. The device is used for treatment purposes. H3 other text : no product returned.

Event description:
It was reported that the pc 8015 "battery was depleted. Reconditioned battery. Performed checks all checks passed." Although requested further information was not available.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the pc 8015 "battery was depleted. Reconditioned battery. Performed checks all checks passed." Although requested further information was not available.